Manufacturer narrative:
(B)(4). Additional concomitant medical products: 183228 van ps clsd intlk fem-lt 65 unknown; 183742 vngd ps+ tib brg 12x71/75mm unknown; 141223 biomet cc I-beam tray 71mm unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent primary left total knee arthroplasty and was noted to have patella fragmentation on one year post implantation. No additional information is made available.